Event description:
One patient with discrepant sodium results. Initial results were reported, no adverse events reported in associated with the incorrect results. Repeat results occurred on different analyzer, same methodology. Initial sodium result 150 mmol/l, repeated 134 mmol/l. The field service representative found the cause of the discrepancy to be a clot in the flowpath which was cleaned. Performance tests were performed and within specification.